Event description:
The customer reported that the system failed to boot up. No report or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 and ps2 power supplies were evaluated and replaced. The system was tested and found to be working as intended and returned to service.